Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been experiencing red heart alarms. Waveforms were submitted for analysis and anomalies were noted indicating a possible motor issue. The nurse also noted beat rate, controller malfunction and power limit advisory conditions with no improvement, when the system controller was exchanged for a new one. Within a few days, red heart alarms had increased and were occurring every 2 minutes. The pt was placed on pneumatic support using an ip console and stroke volume limiter (svl) with a fixed rate of 85 bpm. The next morning, the pt went into respiratory arrest, was intubated, transferred to ICU and fixed rate was increased to 100 bpm. A chest x-ray taken a few days before revealed mild pulmonary edema. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.